Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8085597. All inspections were performed per the applicable operations qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that before use of the bd¿ sterile insulin syringe the needle was bent and sticking through the shield. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that needle bent and cannula through shield during priming.